Manufacturer narrative:
This report is submitted on 14 april 2020.

Event description:
It was reported that the device was explanted and the patient was re-implanted with another manufacturers device. Additional information was requested but not made available as of the date of this report.